Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The cause of the device migration could not be determined with the provided information.

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On an unknown date, follow up imaging reportedly identified approximately 1cm proximal migration of the contralateral leg component implanted within the right common iliac artery. There was no reported evidence of endoleak or aneurysm enlargement. The cause of the proximal migration is reportedly unknown. On (B)(6) 2016, an additional procedure was performed to treat the migration. An iliac extender component was implanted for distal extension on the contralateral leg component in the right common iliac artery. The patient tolerated the procedure.